Event description:
Additional information was received from a patient and it was reported that the open wound had been resolved. It was noted that the device was removed and the opening was stitched up. It was unknown what caused the wound to open; the patient did not have a change in activity level and no change was made to device without consultation and only per advice of manufacturer's representative.

Event description:
Information was received from a patient who was implanted with a neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. It was reported that patient stated her wound was opened a couple of night prior and the ins was exposed and jutting out. Additional information received from the healthcare professional reported that the device was removed and the wound surgically closed per patient's request. The cause of the issue was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.